Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise and an increase in pacing lead impedance. The lead was capped and replaced. The patient was in stable condition following the procedure.